Event description:
Consumer reported applied heat patch to calf muscle for about five (5) hours and after patch was removed, noticed some skin attached to the patch and 3/4" x 1" blister. Consumer was using mild soap and neosporin to treat the blister. Consumer was pregnant, and had a doctor's visit and showed her doctor the burn.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.